Event description:
It was reported to st. Jude medical that the ICD presented with a hardware vvi reset upon interrogation. Technical services recommended placing the patient on external defibrillation support and explanting the device.